Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc sling system on or about (B)(6) 2007 for the purposes of treating her for stress urinary incontinence. It was alleged that the plaintiff has had trouble urinating, cannot sit, has recurring infections, erosion, cannot engage in sexual relations, suffered excruciating pain on an ongoing basis, as well as continues to experience problems with incontinence. The plaintiff has experienced significant physical, psychological, emotional pain and suffering, significant psychological stress and depression, has undergone surgeries and hospitalization, sustained permanent and debilitating injuries, as well as permanent physical disability. No additional complications have been reported.